Manufacturer narrative:
A2: patient date of birth: not available from facility. B7: other relevant medical history: not available from facility. H3: the pls was evaluated on-site by a field service engineer. During inspection, it was noted that the optics and spotsize were misaligned. The settings were adjusted, calibrated, and verified with an elca catheter with no issues. The system met specifications and was returned to service. H6: after evaluation, misalignment of the optics and spotsize was determined to be the cause of the reported failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A coronary atherectomy procedure commenced to treat the patient, necessitating the use of a philips laser system (pls) to power a spectranetics elca coronary laser atherectomy catheter. During the procedure, the pls displayed an error 106, which rendered the system inoperable, and the procedure could not be completed. The procedure was postponed until the system could be repaired, delaying treatment of the patient. There was no reported patient harm. This report captures the pls terminal system failure, delay of procedure; potential for harm.